Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was faulty in a delivery device. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The device and the lens were returned separated in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage was observed. The lens was returned loose in a plastic bag. Viscoelastic is dried on the lens. One haptic is folded in typical of advancement. No lens damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The report of "faulty" could not be verified. No information was provided as to the nature of the "fault". The device and lens were returned separate. No damage or abnormities were observed. No problem found. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).